Event description:
It was reported that after adjusting the implantation angle during surgery, the needle broke off and could no longer be used. No patient impact reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product confirms the needle tip has fractured off and all the pieces were returned. The product has been cycled twice. The suture line and anchor are free from the product. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.